Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent t-wave oversensing. Specifically, it was stated that there were times where the r-wave came in before the biventricular pace and there was t-wave oversensing following the ventricular sense. The right ventricular (rv) sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.